Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had an iliac vessel diameter of 5.1 millimeters (mm) with severe calcification, and insertion of the 14 french (fr) non-medtronic (dryseal) introducer sheath was difficult. Upon attempting to exchange the sheath for the delivery catheter system (dcs), the sheath was unable to advance. An attempt was made to advance only the sheath; however, the sheath was still unable to advance. After several attempts to advance the dcs, the wire lumen became "occluded" and a kink in the capsule was noted. Subsequently, the system was withdrawn from the patient. The same valve was loaded into a new dcs, and dilation was performed using a 6 mm balloon. A different non-medtronic (e-sheath) introducer sheath was inserted and the dcs was advanced through the sheath. Subsequently, the valve was implanted without recapture. Upon withdrawing the dcs, thedcs was unable to be pulled into the introducer sheath. Therefore, the sheath was removed with the dcs. A 14 fr non-medtronic (dryseal) sheath was inserted, and contrast imaging was performed that revealed significant bleeding in the iliac artery. Hemostasis was performed with a balloon from the same side as the bleeding, and the balloon was switched to the contralateral side. Subsequently, an 8 mm by 10 centimeter (cm) non-medtronic (viabahn) stent was placed and hemostasis was confirmed. A post-dilation was performed using an 8 mm balloon and the procedure was completed. Per the physician, the access site bleeding may have been caused by the second non-medtronic (e-sheath) introducer sheath when the sheath was inserted with a twisting motion while expanded. Additional information was received that the right transfemoral artery was used as the access site, and the bleeding occurred to the right transfemoral artery. It was noted that the patient had a vessel diameter of less than 5 mm that contributed to the bleeding. Per the physician, the cause of the bleeding was unknown, but the there was a possibility that the first and second dcs, and non-medtronic sheath caused or contributed to the bleeding. 1 month following the implant of the valve, the patient died. The cause of death was reported as vascular.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.